Event description:
It was reported that the battery voltage was 2.86 v, but review of device data showed voltage of 2.99 v. It was further reported that the battery measurement in the office was 2.57 v, but review of device data showed recent measurements of 2.89 v and 2.90 v, with some variability noted earlier in the year. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Event description:
It was reported that the battery voltage was 2.86 v, but review of device data showed voltage of 2.99 v. It was further reported that the battery measurement in the office was 2.57 v, but review of device data showed recent measurements of 2.89 v and 2.90 v, with some variability noted earlier in the year. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that there was early battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 2.86v and the daily measurement was 2.99v. This is within expected limits.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. (B)(4) 2010, the battery voltage with telemetry was 2.86v and the daily measurement was 2.99v. This is within expected limits. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the battery voltage was 2.86 v, but review of device data showed voltage of 2.99 v. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.86v and the daily measurement was 2.99v. This is within expected limits.